Manufacturer narrative:
There was no reported patient involvement associated with the complained event. The reported issue was discovered on (B)(6) 2017; however, it is unknown when the complaint device was broken/dissembled and placed in the tray in this condition. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the synthes flexible reamer tray was opened pre-operatively on (B)(6) 2017 (prior to the patient being brought to the operating room), and it was discovered the flexible shaft connector was found broken and disassembled with components missing. It was unusable for the procedure. A competitor¿s reamer tray was opened and used for the procedure. There was no surgical delay as this event was discovered prior to surgery. This report is 1 of 1 for (B)(4).